Manufacturer narrative:
B1: added serious injury. B2: added death. Date of death is unknown. H1: added death. H6: added codes f02, e2343. Omitted codes e2403, f26.

Event description:
Clinical rationale: an 86 year old female supported with an rp flex for acute myocardial infarction and cardiogenic shock (scai stage e) experienced lower-than-expected displayed flow at p9 (decrease from ~3.4 l/min earlier to 2.9¿3.0 l/min) along with a placement signal unreliable alarm. Preload (cvp 9¿11) appeared adequate and no suction alarms were noted. Chest x ray review showed the outlet positioned in the left pulmonary artery branch with a bend but no apparent kink, and inflow within the ivc near the diaphragm; the clinical team, determined repositioning was not required. Mean motor current remained stable with no indication of thrombus, and the physician suspected actual flow may have been higher than the calculated display given svo2 values in the mid 60s despite inotropic/pressor support. The vad engineer questioned whether sensor inaccuracy could explain the lower calculated flow, referencing earlier unreliable placement signal alarms. No device adjustments or pump replacement were performed. The customer additionally reiterated feedback that the rp flex femoral catheter lacks visible centimeter markings, which would aid positioning. The pump was later removed on (B)(6) 2026 following patient expiration. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition and scai stage e. On (B)(6) 2026 further investigation has determined that a potential console malfunction related to the placement signal issue was identified. Pumps that were ran on the same console following this complaint pump show a mix of stable snr at times as well as variable or consistently low snr at times.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in d9. Corrected information was provided in h3. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the placement signal unreliable alarm and the low snr was an optical pressure measuring unit malfunction.